Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product noting the medium-large clip applier instrument would not fully clamp, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and reported failure was neither replicated nor confirmed. The instrument was returned in a damaged condition. The instrument is unable to test on the in-house system as a result. The root cause is attributed to the mishandling/misuse. Additional observation not related to the customer reported complaint: the instrument was found to have multiple input disks broken. Input disk #6 and #7 were found completely detached from the base of the housing. The complaint regarding clip application failure was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the medium-large clip applier instrument would not fully clamp. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product noting the medium-large clip applier instrument would not fully clamp, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.